Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the all keys at reservoir was fail according to electrostatic treatment. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with software error bad pointe error loop during power up, problem isolated to mother board. Unable to perform operating currents, self-test and displacement test or verify unresponsive buttons due to software error bad pointe error. However, keypad flattened button dome switch (creased) was found on esc, act, up and down.